Event description:
A falsely elevated creatinine (crea) result was obtained on a patient sample. The result was reported to the physician. Lower results were obtained on a subsequent sample and a lower result within the normal range was obtained on a repeat test of the original sample when re-run. It is reported that the patient's chemotherapy regimen was stopped on the basis of the falsely elevated creatinine result. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated creatinine result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated creatinine result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.